Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right ventricular lead exhibited rise in high voltage lead impedance. The patient was asymptomatic due to the event. There were no other electrical anomalies. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and post procedure.